Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 1100 mg/dl and the cause was not known. The customer was hospitalized for diabetic ketoacidosis (dka). The contact reported that the customer would be discharged after resuming pump therapy. Upon follow-up on 12-26-2017, the customer was still hospitalized. The customer had declined to provide further information regarding the event and declined tandem technical support's offer to troubleshoot. Although requested, additional information was not provided.